Event description:
During servicing of this unit. The unit failed with blower temperature high. The field service engineer (fse) reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower shows that the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.